Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to 375 mg/dl that disrupted sleep and discovered a leaking insulin cartridge, then performed a successful supply change and resumed insulin delivery; the user sought guidance on whether to administer an injection and was instructed to allow the system to correct. Symptoms included elevated blood glucose without reported ketones or other clinical manifestations. Outcomes included no hospitalization, no emergency treatment, no professional medical intervention, and no use of backup therapy. Investigation included complaint intake, user education on troubleshooting, and review of user-reported device performance. Investigation of this case revealed a user-reported cartridge leak with subsequent resolution after supply change, with the cause of the hyperglycemia unclear. It was concluded that the hyperglycemia was associated with a suspected infusion or cartridge issue, but a definitive root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.